Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer's wife complained of discrepant inr results from coaguchek xs meter serial number (B)(4) compared to the result from the laboratory. At 09:14 am, the result from the meter was 5.7 inr. At 09:22 am, the result from the meter was 5.0 inr with a different finger. At 12:05 pm, a sample was collected for the laboratory and the result was 4.2 inr. There was no allegation of an adverse event. The customer's warfarin was withheld based on all of the results. The customer was feeling "good". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. Retention test strips (lot 294151) were tested in comparison to masterlot #28632180. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The returned test strips were measured at the returned meter with liquid qc of a high level in comparison to masterlot #28632180 on an internal reference meter. Qc 1: 2.7 inr (customer strip); qc 2: 2.7 inr (customer strip); qc 3: 2.6 inr (retention strip). The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.